Manufacturer narrative:
Cleaning maintenance was performed on the analyzer on 03-june-2019. For the last calibration performed on 16-may-2019, calibration signals were lower than expected. There were no alarms on the calibration. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. Mandatory rack adapters were not used for the 13 mm. Diameter sample tubes. The sample fill volume also appeared to be too low. The investigation could not identify a product problem. The cause of the event could not be determined. (B)(6).

Event description:
The initial reporter stated that they received a discrepant value for one patient sample tested with the elecsys total psa immunoassay on a cobas 8000 e 602 module. An incorrect result was reported outside of the laboratory. The sample initially resulted with a psa value of 0.794 ng/ml and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting with a value of 100.0 ng/ml. The sample was diluted 1:50 and repeated on the second analyzer on (B)(6) 2019, resulting with a value of 222.0 ng/ml. The 222.0 ng/ml value was reported outside of the laboratory and was believed to be correct. No adverse events were alleged to have occurred with the patient. The psa reagent lot number was 34017200.